Event description:
It was reported that during an unknown procedure the clips will not hold after placing. Some clips do not take the vessel during hemostasis. The surgeon used 4 devices of 3 different lots. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.